Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced an elevated blood glucose level of 249 mg/dl. The suspected cause was unknown. The customer delivered a correction bolus. As the event occurred in the past, troubleshooting was unable to be performed.